Event description:
Reporter alleged discrepant pt blood glucose result of lo on the inform sys compared to a lab measurement of 563 mg/dl when testing was performed within 5-10 minutes apart. Reporter stated pt was treated based on the lab result, however, the type of treatment was not known. Reporter indicated quality control testing was performed on the sys and values were within acceptable ranges. A request was made for the return of the suspect device and replacement prod was sent.